Event description:
It was reported that the cannula detached from the syringe and caused damage to the capsule. A lens was placed in the sulcus because of the damage to the capsule. The cannula did not break the vitreous and no vitrectomy was performed. There have been no reports of any post-operative complications. There were no reported signs of damage or anomaly during preparation for use. Leakage around the luer lock was noted after the event by a second doctor. There was no reported resistance in expelling the amvisc. The health care facility disposed of syringe therefore no product will be returned for eval.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.